Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station kept rebooting continuously. A technical support specialist (tss) remotely connected to station and confirmed that the station was powered on and operating normally, with uptime exceeding one day. The tss reviewed system and application activity and identified multiple warning events related to the system kernel. These findings were shared with the customer, and a new case was initiated to dispatch a field service technician for preventive maintenance. During follow-up communication with the pharmacy department, it was confirmed that the field service engineer had reseated cables and the station had been functioning properly since. Multiple follow-up attempts were made to reconfirm status, but no response was received from the customer, and the ticket was closed due to lack of further communication. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was repeatedly rebooting on its own while remote smart service remained online. The customer stated that prior to each reboot, the system prompted to close all drawers before shutting down. An error message indicated patient orders may not be current-interface problem for approximately two minutes. The customer also noted that a hardware failure had occurred but was successfully recovered; however, the unexpected rebooting issue persisted. However, there were no delays or adverse events or injuries reported based on this event.